Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no allegation of patient harm. The device was outside of patient use. During the evaluation of the device at the manufacturer's service center, an error code evt_o2_prop_stuck _prop stuck open was observed. And the device failed an active exhalation verification test step during testing. The technician recommended replacing the proportional valve (aecm) & 3 way solenoid valve to address the issue. No further investigation is required at this time. The device passed all final tests and returned to service. Current software version: 1.05.10.00. The device's solenoid valve and proportional valve were returned to the product investigation laboratory (pil) for further evaluation. The product investigation lab (pil) is able to confirm the failure of the trilogy evo solenoid valve. Visual external inspection found no defects. Pil performed posttest on the pil trilogy evo multifunction test station, and the device failed. Pil concludes that the component does not operate properly due to suspected contamination. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. Pil performed posttest on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly. Box: h has been updated to reflect the additional findings.

Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of patient harm. The device was outside of patient use. During the evaluation of the device at the manufacturer's service center, an error code evt_o2_prop_stuck _prop stuck open was observed. And the device failed an active exhalation verification test step during testing. The technician recommended replacing the proportional valve (aecm) & 3 way solenoid valve to address the issue. No further investigation is required at this time. The device passed all final tests and returned to service. Current software version: 1.05.10.00.